Event description:
The customer reported that the system displayed a filament regulator failure error message during a patient procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, a filament calibration was performed as a precautionary measure. This malfunction may have resulted in a possible accidental radiation occurrence.